Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Additionally, change your cartridge every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed and it was identified customer was changing pump supplies every 3-4 days. Customer was instructed to change trusteel infusion sets every 2 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 357 mg/dl at time of event.